Manufacturer narrative:
Bme part number not in jde. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code used for: the complaint indicated that the device broke intra-op requiring additional surgical intervention/change in surgical plan. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the 20mm drill guide for the 2-leg elite staple sizing guides broke when the doctor put the drill bit into it during a procedure on (B)(6) 2018. This was the 4th use of the guide during the surgery. The doctor did not drill through the 20mm guide after it broke. He switched to an 18mm guide and used and 18x18 elite staple. There was no delay in surgery time and no patient issues. There is no additional information. Concomitant device(s): drill bit (part #: unknown, lot #: unknown, qty: 1). This report is 1 of 1 for (B)(4).